Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the resistance and catheter leak was not determined on either the micro or aspiration catheter. The resistance occurred in the proximal section of the catheter. A continuous saline flush administered and maintained as indicated in the IFU throughout the procedure. This information has been confirmed with the physician.

Event description:
Medtronic received a report that a wire encountered resistance in the proximal section of the microcatheter and the react-68 catheter had a leak in the distal section. The patient was undergoing mechanical thrombectomy. It was noted the patient's vessel tortuosity was minimal. The access vessel was the internal carotid artery with a diameter of 4mm. It was reported that during preparation, the microcatheter was flushed. While advancing the wire through the phenom 21 microcatheter, the doctor felt a resistance inside the microcatheter. The doctor then removed the microcatheter from the patient and tried readvancing the wire without success. They then tried to advance a solitaire stent to see if it would advance and try to remove the obstruction within the catheter, but this did not help. They tried flushing the microcatheter again, the microcatheter flushed, yet remained obstructed. Additionally, the react-68 aspiration catheter was prepared as per the IFU. After the first pass aspiration on the patient, the react catheter was removed and flushed. During the flushing process, it was noticed that the react catheter had a small hole on the distal end of the aspiration catheter. The catheter was inspected or tested prior to use and the leak was observed during use. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f sheath, 6f neuromax guide catheter, phenom21 microcatheter, solitaire x, and synchro select soft 0.014 guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg13160-0615-1s (227846482); product type: product ID react-68 (b675227); product type: product ID sfr4-3-40-10 (b707421); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.